Manufacturer narrative:
The device evaluation was completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device had approximately 48ml in the bladder when it was returned for evaluation. A visual inspection was performed with the naked eye; there was no fluid coming out at the luer when the cap was removed. During a microscopic inspection of the flow restrictor, it was determined that air bubbles were blocking the fluid path inside the lumen of the glass capillary (inside the flow restrictor). The reported issue was verified. The cause of the air bubbles could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that flow of fluid was stopped during patient infusion at home. The pump used was a small volume infusor. Flow of fluid was verified during priming and all the air was removed from the tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.